Event description:
It was reported that the pca modules displayed the message "unknown syringe" installed when bd 30ml syringe was loaded into the pump. There was no patient involvement as this issue occurred during an onsite staff training by bd associate.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pca module displayed ¿unknown syringe¿ message could not be confirmed during the investigation. Syringe detection was performed for both suspect pca modules and the reported issue was not replicated. Test showed both pca modules recognizing the installed bd 30 ml syringe. A preventive maintenance test was performed on both suspect pca modules through alaris system maintenance (asm) passing all tests indicating the devices are within specifications. Functional testing performed showed both pca modules working as expected and within specifications. The event log of the suspect pca module s/n (B)(6) started at the last infusion programmed on (B)(6) 2025 at 8:01 pm when the pca module was attached to the pcu s/n (B)(6) and was assigned channel c. Between 9:11 pm and 9:13 pm, a bd 30 ml syringe was recognized and selected two (2) times. The infusion set was primed with a rate of 650 ml/hr and a volume to be infused (vtbi) of 2 ml. At 9:15 pm a loading dose infusion was started with a rate of 150 ml/hr and a vtbi of 1 ml and completed successfully. A pca continuous infusion was started with a rate of 1 ml/hr and a vtbi of 6.9778 ml. Between 9:20 pm and 9:21 pm, a pca request was performed and delivered successfully, then a bolus dose infusion was started with a rate of 150 ml/hr and a vtbi of 2 ml. At 9:24 pm the unit was channeled off and the system was powered off. The event log of the suspect pca module s/n (B)(6) started at the last infusion programmed on (B)(6) 2025 at 9:20 am when the pca module was attached to the pcu s/n (B)(6) and was assigned channel c. At 10:16 am a bd 30 ml syringe was recognized and selected. The system alarmed for operator walkaway four (4) times. The infusion set was primed with a rate of 650 ml/hr and a volume to be infused (vtbi) of 2 ml. Between 10:18 am and 10:20 am the system alarmed for operator walkaway three (3) times. A loading dose infusion was started with a rate of 150 ml/hr and a vtbi of 1 ml and completed, then a pca continuous infusion was started with a rate of 1 ml/hr and a vtbi of 13.9355 ml. Between 10:21 am and 10:22 am a pca request was performed and delivered successfully. A pca continuous infusion was started with a rate of 1 ml/hr and a vtbi of 12.9126 ml. At 10:24 am the system alarmed for operator walkaway and the door was unlocked and opened. At 10:25 am a bolus dose infusion was started with a rate of 150 ml/hr and a vtbi of 3 ml. Between 10:31 am and 10:33 am the door was opened and the system alarmed for ¿check syringe¿, then the door was closed, and a bd 30 ml syringe was recognized and selected. At 10:48 am the unit was channeled off and the system was powered off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd syringe loading alaris pca and syringe modules tip sheet provides the user with a step-by-step guide on how to properly install a syringe into a syringe/pca module with additional instructions to ensure a proper installation and avoid start-up delays, delivery inaccuracies and delayed generation of occlusion alarms. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the devices were disassembled for this investigation. Please ensure proper assembly, torquing of screws, and appropriate testing is performed. Please replace female (left) iui connector on both pca modules as they were observed split at the base of its pins. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any third-party parts found. Root cause: the root cause for the reported displayed "unknown syringe" message could not be determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed with the suspect pca modules during laboratory testing.

Event description:
It was reported by the customer "today, I began a new educational program at mhch, and during my initial use of two pca modules, both displayed the same ¿unknown syringe¿ error message. To prepare for this account, I disposed of any leftover 30ml syringes I had and ordered new ones from diamond ff. I swapped out the syringes in both pca modules, serial numbers (B)(6), which resolved the error messages. I have kept the syringes that caused the error and a sample of the packaging from the batch sent by diamond ff. Since I unwrapped 50 syringes, I am unable to pinpoint the exact packaging of the two syringes that caused the issue. I will keep an eye on the two pca modules for any additional error messages". There is no patient involvement as these are used for education/training purposes.

Manufacturer narrative:
Correction: describe event or problem.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca modules displayed the message "unknown syringe" installed when bd 30ml syringe was loaded into the pump. There was no patient involvement as this issue occurred during an onsite staff training by bd associate.